Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure the implant was stuck in the cartridge and could not be injected. The surgery was completed using a backup company lens of the same model and diopter. No patient impact was reported. Additional information has been requested.